Event description:
It was reported that the patient presented as pale, hypotensive, and in a cold sweat one day post-implant of the right ventricular (rv) lead. Diagnostic examination revealed a pleural effusion. A hemorrhagic shock condition occurred accompanied with suspected pericardial tamponade. The patient was transferred to the emergency center where a pericardial puncture was performed and the fluid was removed. Therapy was implemented once the patient's condition was noted as stable. The ultrasound of the heart revealed that there was no pericardial effusion. The right ventricular (rv) lead was visible in the right ventricular wall. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).